Manufacturer narrative:
This device was used for treatment no diagnosis. Rampoldi, m., palombi, d., tagliente, d. (2011). Distal radius fractures with diaphyseal involvement: fixation with fixed angle volar plate; journal of orthopaedic traumatology 12:137-143. This report is for an unknown locking compression plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: rampoldi, m., palombi, d., tagliente, d. (2011). Distal radius fractures with diaphyseal involvement: fixation with fixed angle volar plate; journal of orthopaedic traumatology 12:137-143. Twenty-one patients (6 female, 15 male, average age 41) were studied to evaluate the outcome of distal radius fractures treated with fixed angle volar plates. Three different volar plates were used: distal volar radius locking plate (non-synthes) in 11 patients, volar distal radius system (non-synthes) in four patients and locking compression plate (lcp -synthes ltd.) In six patients. An extended volar henry¿s approach was used in all 21 cases. One patient, initials (B)(6), who used synthes lcp developed radioulnar synostosis and required reoperation after nine months which lead to almost complete recovery. This report is for a locking compression plate.